Manufacturer narrative:
The event of a patient hematoma was reported to abbott. The surgeon determined there was no infection. The hematoma was evacuated, and the device was kept in place. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient developed a hematoma at the site of their ipg. The hematoma was evaluated, and it was determined that no infection was present. Surgical intervention was undertaken on (b)(3) 2023 wherein the patient's hematoma was evacuated and the ipg was left in place. Therapy was restored post operatively.